Event description:
Pt was admitted to surgery center for insertion of lifeport catheter for chemotherapy use. No mention of misadventure at time of procedure. Pt admitted through ER 9/8/96 with shortness of breath and chest tube was inserted to pneumothorax.